Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. The tip-up fenestrated grasper instrument was found to have a broken grip near the tip of the lower grip and a piece approximately 0.042" x 0.161" was found to be broken off the lower grip. The broken piece was not returned. The root cause of the broken instrument grips-tips is typically attributed to mishandling/misuse, such as excessive force applied to the instrument jaws. Additional observation related to the primary finding were also identified: the tip-up fenestrated grasper instrument was found to have a thermal damage on the grip tip and the thermal damage was observed to be near where the lower grip was broken. The location that exhibited the thermal damage had signs of discoloration. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the tip-up fenestrated grasper (part number 470347-11 / lot number n10210215 0138) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 1 use remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was not working. There was no report of patient involvement. The tip-up fenestrated grasper is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer had no information regarding the alleged tip-up fenestrated grasper instrument.